Event description:
It was reported the patient had bilateral devices replaced in order to receive better therapy after surgery for lumber spine stenosis. During the operation, impedance for one of the leads showed over 10,000 ohms. The surgeon decided it was a lead fracture and replaced it. Prior to the replacement, the lead impedance had no anomaly and stimulation efficacy was okay. The patient recovered without sequela. Please see MFR. Report # 9614453201010887.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.